Manufacturer narrative:
Device eval by manufacturer: the jetstream? Xc atherectomy catheter was returned for analysis. The device was visually and microscopically examined for any damage. Visual examination showed multiple kinks to the sheath distal to the burst. The device showed a burst infusion sheath 70.5cm from the tip. Microscopic examination revealed no additional damages. Product analysis confirmed the infusion sheath burst and kinks.

Event description:
It was reported that the outer sheath was torn/separated. A 2.1mm jetstream? Xc atherectomy catheter was selected for use in an atherectomy procedure to treat peripheral artery disease in the left superficial femoral artery (sfa). The 99% stenosed target lesion was moderately calcified and located in mildly tortuous anatomy. Contralateral access was obtained, and a 7x45 non-boston scientific (bsc) sheath and a 300cm non-bsc guidewire were used. The left sfa was treated with the jetstream? Xc atherectomy catheter. Two passes were made in blades down, and one pass in blades up. When removing the catheter from the sheath, outer cover separation was noticed along the middle of the shaft at 65-70cm. The procedure was completed. There were no patient complications as a result of this event.